Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 150-160 mg/dl.